Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited noise on the rate sense channel. This noise was sensed by the device and resulted in pacing inhibition. The patient reported feeling dizzy, with no reports of syncope. A boston scientific crm technical services (ts) consultant recommended obtaining lead measurements, and discussed possible sources for the noise.